Manufacturer narrative:
One sample was received for evaluation. A visual inspection with the naked eye noted a pinhole in the cassette sheeting. Functional testing, including leak testing, clear passage testing, and clamp function testing were performed; leak testing failed due to the cassette leaked at the pinhole. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice cassette regarding a customer reported complaint of a system error 2240, a baxter technician observed a pinhole in the cassette sheeting. A leak was observed at the pinhole location and the hole in the sheeting would cause the system error 2240 (air in line/set) alarm. The alarm had occurred during fill three of five. The customer was connected at the time of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.